Event description:
The advocate stated the customer received a blood glucose reading of 425mg/dl from her contour usb and a reading of 150mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate insisted on a replacement meter. Strip information was not provided. Replacement meter was sent to the customer.

Manufacturer narrative:
Initial reporter's information was not provided.